Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not performing the air removal procedures correctly. Tandem technical support educated the customer. There was no adverse impact to the customer¿s blood glucose level.